Manufacturer narrative:
On 06/27/2024 confirmed customer¿s complaint that the device has an abnormal smoke odor coming from within the mechanism. Verified complaint through visual inspection. Mechanism driver board has several burn / melted components. Replaced the mechanism driver board. Calibrated mechanism. Mechanism passed calibration and self-test. Confirmed customer¿s complaint of the device missing the manage network option in biomed menu. Verified complaint through visual inspection. Powered on the device in biomed menu. Device is missing the manage network option in biomed menu. Replaced the ce/peripheral pwa. Device now has the manage network option in the biomed menu. Re-configured the device to connect to mednet through wired and wireless connection. Device passed self-test. Device now connects to mednet through wired and wireless connections. Device was received with 15.20.2.1 software. Downloaded 15.20.2.1 software. Download was successful. Probable cause is defective / worn ce/peripheral pwa. During inspection the ac led light would not illuminate when plugged into ac power. Verified discrepancy through visual inspection the ac led light does not illuminate when the device is plugged into ac power. Replaced the main power supply. Device ac led light now illuminates when the device is plugged into ac power. Probable cause is defective / worn main power supply. During inspection the fluid shield was found damaged. Verified discrepancy through visual inspection. Replaced the fluid shield. Probable cause is physical damage consistent with normal wear and tear. A review of 12 month service was history performed and no similar events occurred.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. It was reported that burnt smell was coming from the device. No additional information was provided on this complaint. No harm was reported.